Event description:
It was reported that "after placing 2nd screw, the surgeon wanted to re-anpulate. The screw was already under the spinal bar and the rescue driver (driver w/half moon to push back spring bar) was used to remove the screw with ease. Rescue screw was placed in the reanpulation. After all 4 screws were placed, the 2 cams were rotated 180 deg for final tightening. Final x-ray looked great & surgeon was happy. Unsure which screw backed out. I covered the case for another rep who will continue to monitor the situation should a revision ...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.